Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented for system extraction due to infection and erosion. Patients condition was stable.

Manufacturer narrative:
Correction: manufacturer report 2938836-2015-31798 should not have been reported as a medical device report (MDR), as this product is ous unique and is not distributed in us.